Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guide wire is deformed". The guidewire kinked during use on the patient. After guidewire placement and dilation, the catheter was advanced over the guidewire and when it was withdrawn it came out kinked. The insertion site was the femoral vein. There was no patient injury or medical intervention required. The patient's current condition is reported as "not critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide wire is deformed". The guidewire kinked during use on the patient. After guidewire placement and dilation, the catheter was advanced over the guidewire and when it was withdrawn it came out kinked. The insertion site was the femoral vein. There was no patient injury or medical intervention required. The patient's current condition is reported as "not critical".